Event description:
It was reported that the patients ipg would not hold charge. A revision was performed wherein the ipg was removed and replaced with a different ipg. The patient has recovered since the procedure.

Manufacturer narrative:
It was reported that the patient's ipg (implantable pulse generator) would not hold a charge after the previous lumber fusion. The complaint was confirmed. The returned ipg was not functional due to asic u2 damage. It appeared that the device was exposed to high-voltage transients or high rf (radio frequency) energy during the previous lumbar fusion. Exposing the ipg to high-voltage transients or high rf energy can cause this type of damage. The probable cause of the reported event has been determined to be due to unintended use error caused or contributed to the event.

Event description:
It was reported that the patients ipg would not hold charge. A revision was performed wherein the ipg was removed and replaced with a different ipg. The patient has recovered since the procedure.